Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high results for the elecsys tsh assay for one patient from a cobas 8000 analyzer (unknown serial number). The customer is a commercial clinical laboratory who was asked by a hospital to perform testing on the patient sample and they saw a discrepancy between the elecsys and the abbott architect results. The result from the hospital on an architect analyzer was 1.98 uiu/ml. Since the patient tsh results had been high, the hospital decided to measure the sample with another assay method. The result by elecsys method was 52.86 uiu/ml and was reported to the hospital. The hospital questioned the discrepancy and on (B)(6) 2016 the customer repeated testing of the sample using elecsys, architect, and centaur analyzers. Elecsys 51.210 uiu/ml, architect 1.59 uiu/ml, centaur 51.478 uiu/ml. The patient was not adversely affected. Linearity was checked on the elecsys and centaur method and good linearity was shown. Linearity was also checked on the architect. The sample was submitted for investigation and was tested on a roche modular pe system. The result was 53.12 uiu/ml. As the customer's elecsys results were reproduced, macro tsh was suspected to be the root cause. As no sample material remained for further investigation, a definite root cause could not be determined.